Event description:
Report received from the USA regarding a motor device in which, during surgery, there was an unknown malfunction. It was unknown to the reporter if a spare device was available. It was unknown to the reporter if there was a delay in surgery. It was unknown to the reporter if injuries or medical intervention were reported. The exact event date is unknown. A supplemental medwatch report will be submitted if further information is received.

Manufacturer narrative:
The motor device was received for evaluation. The motor device was tested and the reported condition was not duplicated or confirmed. If additional information is received, a supplemental report will be sent. (B)(4).